Manufacturer narrative:
(B)(4). Investigation: the disposable sets were unavailable for return and investigation. Hemolysis testing was performed on the cationized and super-cationized membranes that were sampled from a typical hemolyzed lot. No hemolysis was found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. The pretreatment process of cationization had been switched to another machine, affecting this lot. Root cause: a definitive root cause for this failure could not be determined. The following are possible root causes:1. It is possible that the cationization levels of the filter is causing the hemolysis.2. The pretreatment process for cationization was moved to another machine.3. Hemolysis can also be caused by the following:-characteristics of blood-bacterial contamination-excessively cooling-filter clogging: filtration time is extended because the filter is likely to clog and furthermore,when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action:1. The pretreatment process of cationization has been moved back to the original machine.2. When aggregation is observed in blood prior to filtration, the leukoreduction filter is likely toclog or a filtration rate is likely to slow. A risk for the development of blood aggregates can be decreased by throughly agitating blood during and at the end of blood collection so that filter blockage can be prevented. Furthermore, in order to consider reducing a risk for slow blood flow, the bag should be agitated before the start of filtration to evenly dispense the separated blood components.

Event description:
The customer reported that the whole blood unit took greater than two hours to filter and the plasma was slightly hemolyzed following centrifugation. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to alleged hemolysis.